Event description:
The pt was admitted for a procedure with a 99% lesion in the mid left anterior descending branch. The lesion was de novo, slightly calcified and slightly tortuous. A 3.0 x 18mm cypher stent was delivered to the lesion and the physician tried to inflate the balloon at 12atm, however, the balloon would not inflate at all. Therefore, the physician retrieved the cypher and the guiding catheter (non-cordis product) came out with it. There was no anomaly visually observed on the cypher and it was delivered again. Then, there was friction with the guiding catheter and the cypher became stuck. The cypher was removed from the pt, and the physician confirmed that the distal portion of the stent was flared. The procedure was completed with a different stent. There was no pt injury reported.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.